Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device observed that the trigger was jammed. Therefore the reported condition was confirmed. During assessment it was noted that the trigger components were worn and the mode switch was too loose. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the trigger of the battery oscillator device was jammed. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.